Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break located at approximately 19.5 cm from the terminal pin. Visual inspection noted that he polyurethane tubing above the break was intact. Based upon the clinical observations and the laboratory findings, we believe that the break is consistent with fatigue due to surface imperfection.

Event description:
It was reported that this patient is known to perform strenuous physical work for his job; and that this right atrial (ra) lead exhibited noisy signals in remote monitoring. The patient presented to the clinic, and examination showed that the lead appeared to have a break at the distal end of the terminal pin. It was suspected that this damage may have been caused by the intense upper body exercise of the patient. The patient was hospitalized and a revision procedure was performed. The lead was replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this patient is known to perform strenuous physical work for his job; and that this right atrial (ra) lead exhibited noisy signals in remote monitoring. The patient presented to the clinic, and examination showed that the lead appeared to have a break at the distal end of the terminal pin. It was suspected that this damage may have been caused by the intense upper body exercise of the patient. The patient was hospitalized and a revision procedure was performed. The lead was replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.